Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. The patient had an ablation. The lead remains in service. No adverse patient effects were reported.